Manufacturer narrative:
The customer is using the wired footswitch as a back-up for the wireless footswitch. The battery of the wireless footswitch was conservatively replaced, which solved the issue at that time. By removing the battery, the power to the footswitch is removed which resets the software. The same effect would be achieved by reinserting the battery. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (2021-igt-bst-020).

Event description:
It has been reported to philips that the wireless footswitch was not working. The wireless connection was lost. The system was not in clinical use when the issue was identified. No harm has been reported to philips.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction and removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.